Event description:
Additional information indicates that this patient underwent a lead revision procedure due to the fractured lv lead. This product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a sudden increase in impedances measuring greater than 2,000 ohms and loss of capture. The patient had complained of tiredness. It was determined that any configuration with the lv ring resulted in out of range impedance measurements. The lead was programmed to lv tip to right ventricular coil and normal impedances were observed with good pacing thresholds at 0.6 volts. The patient was to have an x-ray performed and the physician would likely continue to monitor the patient at this time.

Event description:
Additional information indicates that the physician re-evaluated this patient and the system was interrogated. The device interrogation revealed that the lv lead appeared to be completely fractured. Based on the impedance graphs from the interrogation this occurred sometime in early april. The patient is currently only receiving right ventricular (rv) pacing and has been scheduled for a lead extraction in the near future. It was further reported that increased pacing thresholds were also exhibited.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of failures.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.